Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a farawave catheter was selected for use. During the procedure, it was noted that the guidewire could not be moved freely while the device was in the patient. The splines appeared deformed when deployed in the flower configuration, and resistance was encountered when attempting to move the guidewire back and forth through the catheter. No visible tissues were observed at the catheter tip or on the guidewire. The catheter was removed and replaced with another farawave catheter. The procedure was successfully completed using the replacement catheter. No patient complications occurred, and the patient recovered fully.